Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed. The enclosures were damaged and taped together. The battery, charger and foot switch were also returned. No visible excess or pooling oil was noted on the outside of the device. A functional evaluation was performed. A known good test battery was utilized. The device would not power up to pressurize. The fuse on the control board checked as good. No burned components were noted on the control board. The pre-pressure test jig was utilized to bypass the control board. The device would still not power up to pressurize. Further investigation revealed that the brushes within the device's motor were burned. The motor was defective. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, wear from prolonged use, a seal failure that can result in the loss of oil and prevent the device from properly pressurizing and maintaining position. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that during set up, the spider 2 tenet was dropped so the body is cracked and it was leaking oil. The device also started to overheat and a burning smell was coming from the inside and it would not hold position. A back up device was available to complete the procedure. There was no delay and no further complications were reported.